Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings occurred. The sensor was inserted into the arm. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. The reported event of no readings is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no readings occurred for the g7 android with the serial number (B)(6). However, data for the g7 android with the serial number (B)(6) was provided for evaluation. The sensor was inserted into the arm. The product was evaluated. An external visual inspection was performed and passed. A pairing test was performed and failed. A review of the share logs was performed and the allegation was confirmed because signal loss greater than an hour was found. The probable cause was determined to be signal loss due to the transmitter and app not being able to establish a connection. The reported event of no readings is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.